Manufacturer narrative:
Review of device history records show that lot released with no recorded anomaly or deviation. Date implanted - unknown. Evaluation of the returned component found evidence of damage from surgical removal. The original machine lines were present on the backside of the polyethylene liner except for a narrow band close to the apex. The liner showed circular witness marks from contact with the screw holes. The articular surface of the cocr insert showed evidence of light scratching. There was no evidence of changes in surface contour at the edges of the contact area. The outer rim of the insert appeared to show evidence of minor deformation in one location. Based upon the appearance of the component, wear rates did not appear to be excessive. The user facility was notified of the event on (B)(6), 2011. To date, a response has not been received from the user facility. In the event that the user facility submits a medwatch report, biomet will forward a copy to the FDA. (B)(4).

Event description:
It was reported that patient underwent total hip arthroplasty on unknown date. Subsequently, the patient was revised on (B)(6), 2011 due to patient concern of metal ions. The surgeon noted during the revision that the components were well fixed and there was no sign of metal debris. The acetabular liner and modular head were removed and replaced.